Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised low o2 without yellow light. Dealer could not provide any further information. The dealer stated the unit has low purity that it will not go above 79%.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the fitting receptacle was cracked causing low o2, which confirmed the original complaint issue. However, there was no indication from the evaluation of a failure of the lights to illuminate. (B)(4).

Event description:
Dealer advised low o2 without yellow light. Dealer could not provide any further information. The dealer stated, the unit has low purity that it will not go above (b)(65.